Event description:
A request was rec'd from the customer to print a device history log by abbott field service. Upon contact with the customer biomedical engineering department, it was reported that the estate attorney for a pt was requesting this info. The customer indicated that "there was no incident report written at the facility for this matter." Add'l info regarding the event was requested, however, the customer declined to provide further detail. The customer legal counsel was contacted. Pt indicated that the pump was in use infusing morphine pain management to a pt admitted with back and leg pain secondary to radiculitis. The device settings were not available. The pt reportedly "died within hours, but not more than 24 hours" after the infusion was initiated. There was no indication of any device malfunction and the hospital did not file an incident report for this event. No add'l info was available.

Event description:
Additional information was received subsequent to the initial report being submitted. The epidural infusion of morphine had been initiated at approximately 9:00am, the day before the reported event. The patient had been checked by the hospital staff at 2:00am and 4:00am the following morning, and was found unresponsive at 5:21pm, when a "code" was called.